Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was feeling stimulation in their right foot and right leg since their implant on (B)(6) 2016. They noted that, the higher the increase the stimulation, they more their leg would shake, but, their symptoms would get better. They confirmed that the therapy was on with their programmer and would follow-up with their healthcare professional (hcp). They changed from program 4 to program 1 and felt comfortable stimulation at 1.3. This was noted to be a gradual change. On 2016-11-29, it was reported that the issue was resolved after the patient changed their program. They were trying to aid the unit create higher emptying by raising the stimulation level to 2.4-2.6. At that level, the emptying improved, but their leg vibrated too much. They accepted this for a day, but decided that they were not going to get used to it. They changed to program 4 on the day of the report, as their last program stopped working, but program 4 created violent vibration in the bottom of their feet. They tried for two hours at a low setting. They noted that, at the time of the report, they were at program 3 and it started to work very well after six hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.